Event description:
It was reported that the pt's ins was implanted three weeks ago. The connection between the restore sensor multi-program rechargeable neurostimulator (ins) to the recharger was very difficult to establish. The connection was often disrupted when the pt was sitting. The connection was noted to have been very weak, 0-2 out of 8 boxes were displayed. Charging the battery took a long time (greater than six hours to charge from 75% to 100%). It was noted that the implant depth was less than 1 cm. Two different rechargers were tried with the same poor connection result. There was no problem in obtaining a connection between the battery and the pt programmer. The ipg was not explanted. It was suspected that there might be something wrong with the ipg. No further details, pt symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).